Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose. She stated that the customer's blood glucose level would decrease and the insulin pump would not go into threshold suspend. She indicated that the sensor was reading low and the threshold suspend limit was set up to 90 mg/dl. It was explained that they had to manually suspend the insulin pump and she treated the customer with a glucagon shot. Blood glucose value and sensor glucose reading at the time of the incident are unknown. The carelink report was verified and it showed the threshold suspend alarms and in one occasion the alarm did not trigger because the sensor feature was turned off. It was confirmed that the sensor feature was currently on and it was advised to monitor the insulin pump. The device was not returned for analysis.